Event description:
Rptr alleges pt had a surgical procedure of bilateral subglandular infra mammary 280cc with bilateral malar implants for augmentation. Shortly thereafter the pt developed systemic symptoms which have become disabling and progressive. These include arthralgias, (positive morning stiffness), myalgias, paresthesias, spasms, fatigue, sleep disturbances, low grade fevers, recurring bronchitis, hot flashes/sweats, headaches, bilateral tmjd, dizziness, memory problems, sicca, sensitive to sun/cold (urticaria), shortness of breath, costochondritis and gastrointestional/genitourinary/menstrual irregularities. Report also shows pt had a ruptured implant. Pt is otherwise healthy.